Manufacturer narrative:
(B)(6). The customer indicated that a device is available to return for evaluation; it has not been received.

Event description:
The date of the event is unknown. The event involved a sapphire tpn tubing set that was reported to under-deliver an unspecified medication. The customer stated that there was around thirty milliliters (ml) in the bag, while before everything was delivered with the same programming.

Manufacturer narrative:
H10: the complaint of over delivery on the 163279255 could not be confirmed by investigation. No product samples, pictures, or videos were received for investigation. Without the return of the sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. A batch record review was performed to lot# 856295h, list# 163279255 and no discrepancies that may have contributed to a complaint of this nature were found. The quality inspection of final visual and physical evaluation results indicated that the product met specification requirements. Additional information can be found in section d10.